Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal prialt (concentration 25mcg/ml; dose 10.4mcg/day) via an implantable infusion pump. Additional patient medications included abilify, albuterol, celexa, chantix, combivent, dexilant, effexor xr, fluconazole, gabapentin, hydrocodone-acetaminophen, lamictal, lorezepam, meloxicam, metformin, metoprolol, one touch verio miscellaneous strip, prazosin, promethazine, reclast, simvastatin, symbicort, tizanidine, vistaril, and vitamin d2. Patient history included non-malignant pain, chronic low back pain, cervical neck pain, displacement of thoracic lumbar intervertebral disc with myelopathy, lumbar intervertebral disc with myelopathy, failed lumbar back syndrome, lumbar back pain, post laminectomy syndrome of the thoracic region, and thoracicspine pain. Allergies included carbamazepine, geodon, lithium, tegretol, and zoloft. The hcp had difficulty accessing the refill port at each refill visit. During a pump refill on 2015 (B)(6), the pump was interrogated and the alarm status indicated a motor stall secondary to tube set. At this time the patient reported increased lumbar pain over the past month. The hcp decided not to refill the pump at this time as the patient was on prialt and would not have any adverse effects. The pump low reservoir volume alarm was not until 2015 (B)(6). The hcp was to have a company representative assist him with device interrogation on 2015 (B)(6). The hcp stated that the patient would need a pocket revisio n even if the tube set was not malfunctioning, but due to difficult to access the port. During an office visit on 2015 (B)(6), the patient presented for increased low back pain, rated pain (B)(6) and had been increasing for about a week. The patient wanted her pump interrogated. The patient had increased pain in the left lower lumbar spine described as intermittent and brief sharp pains. The patient could not identify any aggravating factors other than walking. The pain would last momentarily and then subside. The pain was alleviated by immobilization and analgesics. Upon review of the patient, the patient admitted fatigue, headaches, neck stiffness, neck pain, shortness of breath, cough, nausea, vomiting, diarrhea, abdominal pain, muscular weakness, tingling or numbness, difficulty concentrating, limitation of motion, back pain, and should pain. However, per the hcp, these were unchanged from baseline. The pump was interrogated at this time with review of the event log and no events were triggered; the prialt was infusing as programmed. During an office visit on 2015 (B)(6), the patient presented with complaints of pain in the mid-back and lower back. The patient rated her average pain of 6/10 and continued norco at every 6 hours dosing. The patient radiated to the patient's left leg and the patient described the pain as sharp, dull, and aching. The pump was refilled. The expected residual volume (erv) was 2.5ml and the actual residual volume (arv) was 2.5ml. A total of 20ml of the refill medication was injected. Overpressurization was negative. The final pump settings were prialt 25mcg/ml at 10.408mcg/day for a 0% increase. The new pump alarm was 2015 (B)(6) and the patient was scheduled for refill on 2015 (B)(6). A pump pocket revision was scheduled for1pm on 2015 (B)(6) as the pump was hard to refill and the hcp could not locate the refill septum. The hcp planned to relocate the pump pocket. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the first revision occurred due to difficulty refilling the pump, seroma, and the patient flipping the pump.